Event description:
The customer reported that her insulin pump was exposed to water, and the display was blank. The customer changed the battery and nothing came out. The customer mentioned that she went to the hospital due to high blood glucose. The customer stated that her blood glucose went from high to low after treating with two shots. The customer stated that she has been disconnected since last night. Advised the customer to call her doctor before treating. The caller stated that the device alarmed battery out of limit, and her blood glucose is high. Assisted the customer to clear the alarm. The customer stated that she took 20.0 units of insulin before checking her blood glucose over 600mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.